Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 27 mm watchman ® laa closure device and delivery system was advanced. The closure device was deployed; however, the device was too proximal. The laa didn¿t have the depth to implant a 27 mm closure device more distally. The device was fully recaptured and removed. A 24 mm watchman ® laa closure device was then deployed in the laa. The position looked good at the ostium, the tug test was ¿vigorous and good¿, the position did not alter with the tug test, there was no flow past the device or around the device on the color doppler and compression measurements were greater than 20%. The device met all release criteria. The closure device was released from the core wire and the device immediately embolized into the descending aorta where it stopped. This was monitored on transesophageal echocardiogram and angiography as it happened. The patient remained stable. Arterial access was gained in the right femoral artery. A 14 fr sheath was inserted up to the descending aorta directly below the device. A goose neck snare, bioptome and loop snare were all utilized, but none were able to retrieve the device. They attempted the bioptome again, this time the physician advanced the 14fr sheath up to the face of the device and then he was able to successfully retrieve the device. The access site was closed. The patient remained stable throughout and after the procedure and there were no further complications. The patient was then discharged that day.